Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The blood glucose level was 123 mg/dl. The customer reported that the pump performs safety checks and an error was found, the alarm did not clear by selecting ok. The customer reported that pump screen turned off. The customer was unable to clear the pump errors, power loss alarm and program the pump. The customer reported that insulin pump need to be replaced. The customer was advised to discontinue use of the pump and revert to a backup plan. The insulin pump being returned for analysis.

Manufacturer narrative:
The insulin pump was unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify frozen screens due to critical pump error. The critical pump error occurred after battery installation. The constant critical pump error alarm, pump error 40 and pump error 24 were to a problem isolated to the electronic assembly.